Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) performed a proactive inspection on the unit and confirmed that all drawers are functioning as intended. No drawer-related issues were identified at this time. An mp air report was also run on the unit earlier today. The customer removed one pocket that had caused issues earlier in the morning; however, the remaining concerns appear to be related to the main station itself rather than the drawers. The fse inspected the pyxisbus connection cables and confirmed that all connectors were securely fastened on both ends. No issues were found with cable integrity or connections, and all hardware components were verified to be intact. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary inspection while on-site for main station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.